Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2013-00406 and 3007042319-2014-00038) submitted for devices related to the same event.

Event description:
Approximately nine months post hvad implant, the patient experienced a critical battery alarm. The patient reported that this had happened several times before over the past six months. Preliminary analysis of the log files confirmed several pump stops over this time period. The patient was reported to be asymptomatic during the event. The controller and batteries were exchanged with no patient injury. (Reported under MFR. Report 3007042319-2013-00406)